Event description:
It was reported an issue with the tubing becoming disconnected from the port on mask spontaneously for the product. It was reported the end user mask was taped at the spot where the hose connects to the post on mask as well as where the bag attaches to the mask.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. There are three (3) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other two (2) cases. The device was used on a pt; however, there was no report of harm to the pt. It was reported that the pts' height and weight would be difficult to obtain. Furthermore, they don't exactly know how long the mask was being used on pts, but it was very short time as they have only been using the masks for a few weeks. An initial quality eval was performed on 06/24/2014. Three samples were received 07/07/2014. The investigation performed by the quality department revealed that the cause of disconnection was a poor solvent application in the assembly of tube adapter and mask connector. The possible root causes identified were: inadequate solvent dispenser and inadequate work instructions. Actions to address this quality issue have been identified and have been documented into a CAPA created for this quality issue. Actions include improvements in the assembly work instructions and controls over fixtures like solvent dispenser used in the mfg process. See scanned page. The following add'l corrective and preventive actions have been identified: all solvent dispenser drawings and drawings of fixtures used in the assembly processes are stored in a validated documented control system; implement maintenance procedure for solvent dispensers; measure and evaluate each production fixture or tool against approved drawings; implement a procedure for periodical review of solvent dispenser; retraining employees on new procedures; re-validate extrusion process for oxygen tubes, considering all internal and external features which could impact the process and the product. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.